Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right-hemi colectomy with intracorporeal ileo-colic anastomosis, while the device was being used for making of ileo-colic anastomosis intracorporeally, after the operator took the device into abdominal cavity and tried to open the jaw of the reloads to access the targeted tissue, it didn't work at all. The jaw didn't move at all and the jaw will not open. The reload was replaced to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged adapter lugs that has no relationship to the reported condition. Replication of this condition can occur if the reload is over torqued during unloading and / or if an attempt is made to unload the reload without using the release button. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.